Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had very hard bone. While the surgeon was using the pedicle probe one probe bent while placing in the pedicle. A second probe was gotton upon inserting in the pedicle it broke in the bone.

Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken off. The tip was not returned. Device was sent for fracture analysis. The fracture analysis report revealed torsional shear markings. This suggests a quasi-static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the probe¿s tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the probe underwent a quasi-static overload torsional failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.